Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the hospital and loss of capture on the right ventricular channel was observed. Lead dislodgment was confirmed, and the lead was explanted and replaced. The lead was disposed of and will not be returned for evaluation. No additional adverse patient effects were reported.